Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.

Manufacturer narrative:
--

Event description:
Boston scientific received information, via latitude red alert, that this cardiac resynchronization therapy defibrillator (crt-d) displayed a high shock impedance measurement greater than 2000 ohms. Additional information has been requested; however, no further information is currently available.

Event description:
The shock impedance measurements were greater than 200 ohms, not 2000 ohms as previously reported.